Event description:
It was reported that the programmer generated an error message after being updated via the software distribution network. The service diskette was attempted to be run but was unsuccessful. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error message and also found an out of specification on one lig ht-emitting diode functional test and therefore the link electronic module board was replaced and calibrated to resolve. (B)(4).